Event description:
It was reported the pt bent over and experienced sharp pain at the ipg site. The sjm rep advised the pt to turn the scs system off and to make an appointment with the physician. F/u identified the pt still had effective stimulation. The pt did not bring the programmer to the appointment, so diagnostics were not performed. It was reported the pt was still tender if the ipg site was pressed. The physician had no planned intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.